Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specific and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected failed battery alarm anomalies noted. No unexpected rewind anomalies noted. Device primed properly. No unexpected missing segments/partial display anomalies noted. Device received with cracked reservoir tube lip, cracked battery tube threads and cracked case from display window corner. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a insulin squirts during priming. Customer stated that crack on the top corner of the screen on housing by battery. Customer stated insulin pump had a oily rainbow effect on screen, clear retainer ring, rejecting new batteries and louder during rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.